Event description:
Procedure type: hernia repair. According to reporter: operation occurred in 2008, the product was intended for hernia repair. A seroma formed and burst open, about four days later, allowing the release of blood and pigskin pieces out of the hole located at top of incision for the past five months. The surgeon was given pieces of pigskin to pass along to manufacturing for further research, this has not been confirmed. Surgeon is now perplexed, as to how to handle repair, whether to open entire incision, and remove all of product, and then re-do surgery with same product.